Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
The customer reported the unit has abnormal noise. There was no patient involvement.

Manufacturer narrative:
G4: 25aug2020 b4: 26aug2020 the manufacturer¿s international service technician could not confirmed the reported issue. The manufacturer¿s international service technician stated there was no abnormal noise coming from the unit. No errors were detected and the issue could not be duplicated. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.